Event description:
From review of the patient's medical records forwarded by the hospital, one day s/p implantation of the sapien transcatheter heart valve, the patient experienced complete heart block requiring a permanent pacemaker. The patient also experienced many episodes of atrial fibrillation.

Manufacturer narrative:
At the time of the initial tavr procedure, post deployment of the first sapien valve, the valve was placed to aortic resulting in 2 to 3+ pvl. A second valve was placed with a final result of zero pvl. This event was reported under FDA report # 2015691-2013-19023. Per the instructions for use (IFU), arrhythmias, heart blocks and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities; these are known potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty (bav), aortic valve replacement and the use of bioprosthetic heart valves. According to literature review and the valve academic research consortium (varc), the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the procedure. Other factors include underlying heart disease, electrolyte disturbances, and certain medications (i.e beta-blockers, calcium channel blockers). Peri or post procedural arrhythmias are common in patients with underlying cardiovascular disease. They can be exacerbated with standard peri-or post-operative medications, anesthesia, or instrumentation of the heart. In this case, the exact cause of the reported event cannot be determined; however, in addition to the valve in valve procedure itself, this elderly patient has known cardiac disease, which could have caused or contributed to the event. Since there is no allegation of device malfunction or labeling issues, no further investigational activities can be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.